Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed far r oversensing and pacemaker mediated tachycardia on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.